Event description:
This report was received via a return of cee on lens model 912/18 (d). Additional information was provided by the physician's assistant. This 68 year old female had the 912/18 (d) lens implanted in her left eye in 1999. At her follow-up visits on one day and one week post implant, her vision was "way off". This lens was explanted and another lens diopter 13.5 was implanted. The lens was returned to verify the power.